Manufacturer narrative:
(B)(6). The actual device was not returned; however, a photograph was received for evaluation. The photograph showed droplets of fluid on the inner wall of the device housing which suggests possible leakage. The exact location of leak and the cause could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified inside the bottle of a large volume infusor after infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.